Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump was unable to perform the no delivery test due to the prime anomaly. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. However, the pump had a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported a no delivery alarm, a low battery alarm, and a continuous motor error alarm. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI but that it was dropped occasionally. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.